Event description:
Patient #(B)(6) 98-year-old female w/ pmh of anemia, dementia, hypertension, pvd hyperkalemia, malnutrition presented from ltc on (B)(6) 2023 following a fall. Patient developed acute respiratory failure with a large left sided hemothorax/ pleural effusion and chest tube placement, aspiration pneumonia, a fib. Patient was intubated (8.0- et tube ) on (B)(6) 2023 due to respiratory fatigue. Anchor fast oral et tube fastener was used and secured. Per rt documentation, the holder was changed on (B)(6) 2023 by the rt- there were no skin tears noted. Policy is to change weekly, and this is within the timeframe. On (B)(6) 2023, the patient was extubated to nrm, and family opted for comfort care measures. Patient expired as a dnr on (B)(6) 2023. It was noted (B)(6)2023 that at time of et removal patient had 2 skin tears on right and left cheeks where the adhesive on the sides of the et holder were present . Both skin tears were documented as one abrasion on (B)(6) 2023 in the mr with one photo noted. There was no documentation of the skin tears at time of extubation/ no pictures taken.